Event description:
A caller reported a malfunction on the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on how to reset the pump and assisted the caller in resetting it, after which the malfunction did not recur. The customer was informed to call back if the malfunction code reappeared and acknowledged the instructions.